Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had missing areas on top. The customer¿s blood glucose level was 158 mg/dl. The customer stated that the white line was running through display. The customer also stated that they received no delivery alarm. The insulin pump will be returned for analysis.